Event description:
It was reported that during a laparoscopic gastric bypass procedure, leaking gas during the procedure, which requires the patient to insufflated with much larger doses of gas than necessary in order to maintain pneumo. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak. No conclusion could be reached as to what might have caused the reported event. Device c: 10/26/38, damaged duckbill. A batch record review was performed and no anomalies were found during the manufacturing process.